Manufacturer narrative:
Mml # (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to out-of-range/high impedance failure, and the patient needed frequent magnetic resonance imaging (MRI) due to various health concerns. The implantable pulse generator (ipg) and two leads were moved except for the tines, and one electrode of the left lead was not removed from the patient. According to the physician, the left lead placement was suboptimal. It was anchored by excessive scar tissue, with various physical obstructions around the left lead, and the lead itself was kinked. The physician decided to leave the lead fragment in place due to challenges during the procedure, and the patient woke up during the explant. There was no report of patient harm or injury. The explanted device was discarded by the hospital staff. Therefore, no device analysis can be performed. The ipg and leads history records were reviewed. No relevant nonconformances were found.